Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured august 7, 2015- august 9, 2015. The device was received for evaluation. Visual inspection was completed and noted particulate matter inside the tubing of the device. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was in the tubing of a large volume infusor. This was noted before use. There was no patient involvement. No additional information is available.